Event description:
Customer reported a malfunction with the code malf 12 displayed on their device. There was no adverse impact to the customer's blood glucose level. Customer did not reset the pump before contacting support, so technical support provided reset instructions. However, the pump was replaced, and the customer used current pump for insulin therapy until the replacement arrives.